Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and six months following the implant of this 18 millimeter (mm) transcatheter tricuspid bioprosthetic valve, the valve was explanted and replaced with a larger 19 mm surgical valve for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the reason for replacement was due to pulmonary regurgitation. If information is provided in the future, a supplemental report will be issued.